Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer called for assistance, was provided with pump reset information, and confirmed that the pump was reset successfully and resumed normal operation. The case was closed by technical support.